Event description:
In (B)(6) 2009, during a review of our records, discovered revision surgery was performed. Tmj device originally implanted (B)(6) 1998, was removed on (B)(6) 2008. It was reported the device was explanted due to bone buildup around the joint, the part did not fall.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.